Event description:
Patient reported to his dentist that the socket of his oral appliance had broken out of his oral appliance. The acrylic which holds the socket in place had cracked, allowing the socket to come out of place.